Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In august 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain / abdominal pain") in a 41-year-old female patient who had essure (batch no. 721046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel release. Concomitant products included escitalopram oxalate (lexapro) since may 2017, gabapentin from may 2017 to july 2017, loratadine since january 2016 and topiramate (topamax) from january 2017 to may 2017. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss (specify which one) : weight gain"). In august 2010, the patient had essure inserted. In november 2010, the patient experienced rash ("rashes or skin conditions type: unexplained rash and skin issues in the trunk area of my body"). In november 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus"). On an unknown date, the patient experienced migraine ("migraines"), mood swings ("mood swings") and headache ("headache"). The patient was treated with surgery (essure coils removal, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, mood swings, rash, uterine enlargement, dysmenorrhoea and weight increased outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, rash, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as per now 238 lbs. Approximate weight at the time of essure placement 185 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-nov-2010: results: total bilateral occlusion.. Lot number: 721046 . Manufacturing date: 2010/03,expiration date: 2013/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of ptc. Event of "abdominal pain" deleted. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / abdominal pain") in a 41-year-old female patient who had essure (batch no. 721046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel release. Concomitant products included escitalopram oxalate (lexapro) since (B)(6)2017, gabapentin from (B)(6)2017 to (B)(6)2017, loratadine since (B)(6)2016 and topiramate (topamax) from (B)(6)2017 to (B)(6)2017. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss (specify which one) : weight gain"). In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced rash ("rashes or skin conditions type: unexplained rash and skin issues in the trunk area of my body"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus"). On an unknown date, the patient experienced migraine ("migraines"), mood swings ("mood swings"), headache ("headache") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure coils removal, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, mood swings, rash, uterine enlargement, dysmenorrhoea and weight increased outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as per now 238 lbs. Approximate weight at the time of essure placement 185 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion.. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Lot number was added. Events : mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes or skin conditions type: unexplained rash and skin issues in the trunk area of my body, headache, reproductive system disorder or condition type of disorder or condition: enlarged uterus, dysmenorrhea (cramping), weight gain. Abdominal pain clubbed with pelvic pain. Outcome : headache, migraine, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), were changed. Concomitant product : gabapentin, lexapro, topamax, loratadine and medical history was added. Lab data was added. Reporter and reporter information was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.